Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a granuloma, which was the cause of the event. The patient was experiencing symptoms. The patient's symptoms were vomiting and sleeping "all the time since wednesday." The patient was at the hospital at the time the event was reported. The drugs in the pump at the time of the event were morphine and baclofen.